Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in damaged condition. The lens was found to be damaged and the dso seal was bubbled upon visual inspection. The event history log was reviewed; no discrepancies were found. Based on the evidence the complaint was confirmed but the root cause is unknown. The bubbled seal is suspected to be from possible improper cleaning solutions.